Event description:
It was reported the video telescope had an abnormal image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
E1 - phone number (complete): (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.